Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 39mg/dl at the time of the incident. The customer reported that she experienced sensor expired alert but just inserted the sensor. The customer confirmed that the previous sensor life did end. The customer reported that she had issues inserting the sensor before this one. The customer reported that they were not able to troubleshoot the issue of connecting the new sensor properly. The customer reported that she experienced low blood glucose and high blood glucose while on auto basal. The customer declined to troubleshoot either low blood glucose or high blood glucose. The customer treated with injections and food. The customer reported that the blood glucose went as high as 250mg/dl. The insulin pump will not be returned for analysis.